Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used. The event can be prevented by following the instructions for use (IFU) which state: "inspection of the endoscope: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus that the endoeye flex 3d deflectable videoscope had leaks approximately 3 centimeters distally on the angulation section. The event occurred during reprocessing. There was no report of patient harm associated with this event. During the device evaluation, the following reportable malfunction was identified: deterioration of the objective lenses gluing with missing parts.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The bending section cover was pierced and leaking. In addition to evaluation in b5, the bending section cover adhesive was deteriorated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.